Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was unable to power on. Upon evaluation, the monitor exhibited a bga failure at pxa component u104 and pld component u1003 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. As received, the belt failed a therapy electrode recognition test. The cause for the failure was the cable connecting ECG "a" and "b" to the front therapy electrode was cut, severing the pulse wire. The root cause for the cut cable was physical abuse. No adverse event resulted from the severed pulse wire.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on. A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt could not obtain a baseline rhythm.